Event description:
(B)(6) reports via our sales rep, (B)(4), that the screw broke around 6 month after implantation for monosegmental stabilization of a lumber vertebra v fracture.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.